Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination under the button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/26/2013 with the following findings: the pump was examined and found that the button symbols were worn but there was no damage to the keypad. The keypad buttons were tested and were confirmed to be responding appropriately. The keypad was removed and contamination was found under the contrast, up, and down button contacts. (B)(6).